Event description:
A hospital reported to our distributor that a humidification chamber did not pass one of the short self tests for leakage on the tyco healthcare ventilator, during the prior-to-use inspection. No patient consequence was reported.

Manufacturer narrative:
The device is expected to be returned to fisher & paykel healthcare. No information to date. Investigation still underway, no results to date. Conclusions - no conclusion can be made at this time. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 0.0003 %.